Event description:
The nurse drew up the medication(kenalog) for the procedure. After the medication was drawn, the nurse noticed a black speck floating in the syringe. The syringe was not used on the patient.